Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for chronic low back pain. Information was reported that the caller stated the patient needs a MRI of their lumbar spine and they are hoping to get the patient into neurosurgery to have the device removed. The caller stated the patient's wife reported they haven't been able to turn the ins on for several years/"a long time", and it hasn't been working for almost 10 years. The caller read from the patient's record dated (B)(6) 2006 about a "malfunctioning stimulator electrode", but not further information was provided. No further complications were reported. No patient symptoms were reported.